Event description:
It was reported by a customer in belgium that during patient use, the tracheostomy tube pilot balloon dislodged from the cuff, and it interfered with the patient's ventilation. However, there was no reported patient injury.

Manufacturer narrative:
One sample of a taperguard endotracheal tube part number 18775 was received for evaluation. The lot number is 13j0050jzx. The pilot balloon of the received sample is detached from the inflation line, a visual inspection was performed and it was observed the tube is broken, and part of the tube still attached inside the pilot balloon. The failure mode inflation line broken was confirmed. (B)(4).

Manufacturer narrative:
(B)(4).